Event description:
It was reported that during a meniscus repair surgery using fast-fix 360 curved, the t2 implant fell off while withdrawing the needle after t1 was deployed. The procedure was successfully completed, after a non-significant delay using a backup device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual inspection was performed on the product. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation of the device showed the actuator tip was seized. An evaluation of the customer provided image showed the device laying on a s+n box with the batch number of the complaint on the label. A small portion of the suture with a single t is laying beside the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was confirmed and the root cause was associated with unintended use of the device the complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery using fast-fix 360 curved, the t2 implant fell off while withdrawing the needle after t1 was deployed. The t1 implant was left secured in the patient. The procedure was successfully completed, after a non-significant delay using a backup device. No patient complications were reported.